Event description:
It was reported that the ventilator intermittently went blank when the light emitting diode (led) light is green. There was no patient impact. Reportedly, the ventilator was not plugged in, therefore the battery was allowed to fully deplete. The event date was not specified, estimate used.